Event description:
Customer reported that the nursing staff pulled the restraint from stock to test it and the lock is sticking when an attempt is made to secure the lock closed. The customer reported that they were not intending to put it into use with a patient so there was no patient contact or injury.

Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: instructions for use state: check that the lock "clicks" shut. If a lock is not completely closed, it can pop open. Before leaving the patient's side, test the lock by trying to open it without the key. (B)(4).